Event description:
Device malfunction: balloon rupture, difficult to move. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an arteriovenous fistula procedure in the arm, the fox plus ruptured concentric during the second inflation at 20 atm. The balloon could not be removed from the vein hence the physician used an unspecified retrieval device to pull the balloon out of the vein. Hemostasis was achieved with manual compression. Though requested, no additional information was requested.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.